Event description:
Report received of the pt receiving less fluid than intended. The pump was programmed to deliver 200 ml of d5w.45ns with 10 meq kcl at a rate of 150 ml/hr. The customer contact reported that at 8:00 pm, the nurse noted that the "pump calculated fluid going through but it wasn't. It took too long for 200 cc's to go through." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.